Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information revealed that the infection was at the battery site. Patient was hospitalized for 8 days and put on IV antibiotics to resolve the infection.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-02284. It was reported that the patient developed an infection approximately less than a year after implant. In turn, surgical intervention was undertaken wherein the system was explanted on an unknown date.